Event description:
It was reported the patient's charging unit(box) becomes hot after 9-10 minutes of charging and all the lights start flashing yellow. The patient has to reset the charger in order to resume the charging process. Also, the charging time has been increased significantly. The patient was advised to not have the charger box on her body while charging. The patient has declined the request to exchange the charging system. No additional information available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.